Event description:
A nurse reported that this pt was admitted to a hospital on (B)(6) 2014, due to an exacerbation of congestive heart failure and fluid volume overload. A review of medical records from the nephrology consult note performed on (B)(6) 2014, revealed that the pt reports that he has been having problems with is dialysis machine and had missed pd (peritoneal dialysis). On an unk date in (B)(6) 2014, the pt was discharged from the hospital. On an unk date after being discharged from the hospital, the pt's treatment modality was changed from peritoneal dialysis to in-center hemodialysis. As of (B)(6) 2015, the pt's signs and symptoms of congestive heart failure exacerbation and fluid volume overload have resolved, and the pt continues in-center hemodialysis therapy without any further issues.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigation are pending. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.